Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient was admitted to the hospital due to ventricular tachycardia (vt) episodes that resulted in therapy being delivered. However, the therapy that was delivered was insufficient to terminate the vt episodes. All electrical parameters were stable and in range on the right ventricular (rv) lead. X-ray was also performed and there was no visible damage to the rv lead. The lead was capped and replaced to resolve the event. The patient was stable following the replacement procedure.